Event description:
It was reported that the patient was pacemaker dependent. It was noted that multiple occurrences of right ventricular (rv) lead noise, oversensing was observed on the rv lead. The rv lead was capped (B)(6) 2022 and replaced. The patient was stable.